Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2099).

Event description:
It was reported that some time post feeding tube placement, the device allegedly had fluid leak. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one dual port feeding adapter was returned for evaluation. Functional and gross visual evaluations were performed. The investigation is confirmed for the reported fluid leak and the identified pinhole issue, as a leak was noted from the larger port when an in-house syringe was loaded into the distal end of the feeding tube adapter and light pressure was applied. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2099). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post feeding tube placement, the device allegedly had fluid leak. There was no reported patient injury.